Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the roller pump head was being used in the vent position when the display became illegible. This lasted for about ten minutes. The display came back and did not fail for the remainder of the case. The roller pump was still operational via the central control monitor (ccm). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported issue. The fse replaced the display assembly and verified the operation of the roller pump after the repairs. The unit operated to MFR specs and was returned to clinical use. The suspect display assembly, software and video logs were returned to the MFR for further eval.